Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed as the visual evaluation of the received ar-8741-40 with batch 132321 noted that the tip of the driver was broken (see evaluation pictures 3 to 5). No broken pieces were returned for investigation. A functional testing was not performed due to the damage of the device. The most likely cause for the reported failure can be attributed to misuse due to excessive user-applied mechanical forces.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a mica surgery the screwdriver broke while the screw was implanted. The broken piece was retrieved out of the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.